Manufacturer narrative:
The technician replaced the foot end brake and brake/steer casters to repair the bed.

Event description:
Information received indicates the foot section brake is not locking but the head section brake is working.